Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2014-01446. When available, investigation results will be submitted under this manufacturer report number.

Event description:
Bipolar was exchange for a tha. This event is a duplicate of (B)(4). This event has been reported under MFR report for report # 0002249697-2014-01446.

Event description:
Bipolar was exchange for a tha.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.